Event description:
It has been reported to us that the proximal end of the occlusion balloon wire separated outside of the body resulting in the occlusion balloon deflating. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation catheter and dilated the vessel. The physician then inserted a stent delivery catheter and placed the stent. The physician then pulled on the occlusion balloon wire and the extension segment on the proximal end of the wire was pulled out resulting in the occlusion balloon deflating. The device was removed and replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.